Event description:
Additional information received noted that there was a 50% or greater symptom reduction. Event cause was not determined; it was not device related. Reprogramming was needed. The patient initially was doing well had changed her own setting with sensation. The patient called office 2014 (B)(6). The patient without any significant issue. She had strong vaginal sensation. On case + 1+. Date 2014 (B)(6). The patient continues to do well with 80% overall improvement in symptoms. The patient was recovered without permanent impairment.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Symptoms reported had sudden onset. There was no known accident or incident related to this complaint. The patient had noticed a change over the past 2-3 days. The patient had it implanted a week ago. The patient had been wet for the last 2-3 days which was new. The patient stated: had been working for the patient. The third program works sometimes as well. The second and fourth program really don't do anything for her. What occurs is it lasts for a week on program 1 or 3 and then the patient notices she is wet and she changes it and it works again for a week or so and then she changes back. When she noticed this a couple of days ago it didn't work as she had been using it and isn't stopping it. Regarding if the patient had gone through all 4 programs, the patient noted: yes she had. The patient noted she was responding and clarified she's a little bit wet and is better then before. The patient stated she is dry and gets a drop or two a day. What the patient noticed is that she had to use a pad because it is getting to be more and is new. This change occurred in the last 3 days where she was using the pad instead of just a drop or two a day and was doing well for the last 4 weeks. Regarding if the change was sudden or gradual, the patient noted: sudden. The patient stated she had literally been dry meaning one or two drops, which was nothing compared to what she had prior to surgery. The patient hadn't changed her activities. The following service or education issue(s) were observed by (B)(4): patient lacked basic understanding of: the therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0j96z, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).